Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired. The indicator was within the green range. The anvil was attached to the trocar properly. The battery was reinserted several times, then the device functioned. It was used for dst anastomosis on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.